Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A doctor reported that after intraocular lens (iol) implantation, the iol was displaced. The doctor had planned to either re-accommodate or explant the lens. Reporter is not willing to answer additional questionnaires. Follow up is not possible.